Manufacturer narrative:
Examination was not possible as no product was returned. Although the root cause of the reported loosening and wear could not be determined, it would be unreasonable to expect some wear after approximately 9 years of implantation. The need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised because of loosening of femoral component, found osteolysis and polyethylene wear.